Manufacturer narrative:
(B)(4). Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08790 inches. Pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as experiencing diabetic ketoacidosis, being agitated and throwing up. Customer's blood glucose value was 446 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer was admitted into desert regional on (B)(6) 2017. Customer declined to troubleshoot for high readings. The product was not returned for analysis.